Manufacturer narrative:
Reportability determination update: it has been determined that this device was inadvertently deemed as a malfunction that contributed to a serious injury. Upon additional review of this complained event, there is no report of patient harm or an indication that this device has caused or contributed to the need for medical or surgical intervention to preclude permanent impairment of a body function or body structure. Review of the complaint histories showed no similar events that previously resulted in a death or serious injury. Therefore, this determination is being changed to a non-reportable malfunction. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Reportability determination update: it has been determined that this device was inadvertently deemed as a malfunction that contributed to a serious injury. Upon additional review of this complained event, there is no report of patient harm or an indication that this device has caused or contributed to the need for medical or surgical intervention to preclude permanent impairment of a body function or body structure. Review of the complaint histories showed no similar events that previously resulted in a death or serious injury. Therefore, this determination is being changed to a non-reportable malfunction.

Manufacturer narrative:
Patient ID/initials, age/date of birth and weight are unknown. (B)(4) lot unknown. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during insertion of a proximal femoral nail anti-rotation (pfna) nail it was noticed the metal lug was missing from the aiming device therefore the device was not held in the correct orientation. No other medical intervention needed. It is unknown if there was a delay in the surgery. The procedure was successfully completed without the aiming device. The guide wire height had to be estimated to be inserted and checked on the image intensifier x-ray without the guidance of the aiming device. This is report 1 of 1 for (B)(4).